Event description:
After breast augmentation, I gained 20 lbs in a year. I went from running 5 miles a day, kickboxing and karate both 3 times a week, to being so tired it¿s hard to get out of bed. I haven't exercised in 2 years. I¿ve been diagnosed with fibromyalgia post implant; brain fog, difficulty concentrating, difficulty with word recall, and memory issues which led me to a diagnosis of adhd and a prescription for vyvanse. I have increased difficulty sleeping, joint pain, muscle pain/fatigue. Bilateral arm and foot numbness and tingling. Cervical and thoracic pain, shoulder pain and loss of motion. I have axillary pain and tenderness, irregular periods even with birth control. Slow wound healing, easy bruising, dry skin and hair. Heart palpitations, my anxiety has gotten worse.